Event description:
This is follow up#1 to report on 27/jun/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral hernia repair¿ surgery and was implanted with an unknown strattice device on (B)(6) 2013. The patient underwent a procedure for ¿removal + injury (adhesion + infection)¿ on (B)(6)2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries. ¿I have been diagnosed with bipolar depressed type emotional stress.¿ the form lists the condition that was treated was ¿hernia¿ in 2013 and 2023. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard/davol: xenmatrix mesh lot: huwk0736¿ on (B)(6) 2023. The form indicates that the device was revised as follows: ¿removed (B)(6) 2013. Removal of mesh + injury (infection + non healing + recurrence).¿ in relation to this non-abbvie device, the patient received treatment for their hernia in 2013. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, d6b, h6.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.